Event description:
The customer observed (B)(6) alinity I anti-hcv results on one female patient diagnosed with chronic renal failure. The results provided were: sid (B)(6)= (b)(6 /repeated= (B)(6) and (B)(6) /colloidal gold=positive /roche= (B)(6) (reference range=0.0 to 1.0) additional information provided: hbsag=(B)(6); anti-hbs=(B)(6); hbeag=(B)(6); anti hbe=(B)(6); anti-hbc=(B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier sid= (B)(6). No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity I anti-hcv reagent, lot number 33045be01. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hiv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. Lot 33045be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. There was no issue with reagent performance identified. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent, lot number, 33045be01.